Event description:
Surgeon reported a compress (sponge) from the custom pack was 'fuzzy' during the procedure. At the one day post-op visit, one fluff (piece of lint) was present in the pt's eye protruding from the incision and had to be removed during a second procedure. The surgeon reported the outcome is good, no late sequelae. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.